Manufacturer narrative:
Patient request explant due to no longer having gastroparesis; explants disposed of. No further action to be taken.

Event description:
Device explant; explant disposed of. Per the surgeon, the patient's device battery has been 'dead' for 3 years, and during this period, no gp symptoms were present. Provider and patient opted to remove the system completely. Patient request explant due to no longer having gastroparesis; explants disposed of. No further action to be taken.